Event description:
It was reported that this patient was admitted to the hospital for feeling symptomatic. Technical services (ts) analyzed device episode data and presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that there was potential loss of capture (loc) of the left ventricular (lv) lead and the capture threshold set to five volts due to suspension of lv automatic threshold (lvat) test. Ts explained to health care professional (hcp) that current device programming caused the report to say that measurements were normal. The lv lead was reprogrammed to a different configuration. No additional adverse patient effects were reported. Currently, this crt-d system remains in service.